Manufacturer narrative:
It was reported from the site that the patient was hospitalized on (B)(6) 2017 for a driveline infection (dl). It was stated that there were no ventricular assist device (vad) alarms. It was further stated that the pump exchange was due to the infection. The patient was stated as being well and alive and was discharged on (B)(6) 2017. No additional information available. Driveline site infection a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Thrombus is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient went for a pump exchange today on (B)(6) 2017. It was stated that the pump would be returned to manufacturer as the site would like it analyzed. No additional information available.

Manufacturer narrative:
(B)(4) was returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Review of log files was not performed since log files were not available for analysis. Visual examination of the returned pump revealed a slight abrasion on the tip of one blade of the superior impeller. Dimensional verification revealed the front housing disc curvature to be deviating from specifications. Functional analysis revealed that pump (B)(4) failed to meet pre-implant requirements with power average consumption of 2.09 watts vs 2.03 watts. Given that this deviation was not present prior to release of the device, it was most likely introduced during use. The abrasion mark found on the tip of one blade of the superior impeller and deviation in the front housing disc curvature may have resulted in an imbalance of the impeller likely contributing to deviations in power. The deviations found during visual examination, functional testing and dimensional verification are incidental findings induced during use of the device and have no correlation with the reported "clinical adverse event" of infection. Additionally, independent pathological report did not reveal evidence of thrombus within the pump. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.